Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the battery compartment filled with water and the customer received open book image. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will discontinue use of the device.

Manufacturer narrative:
Sw version 4.11j retainer ring= black case type =ngp customer complained the pump alarmed critical pump error (open book image) and exposed to moisture and was found on (B)(6) 2023 unable to perform the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, due to pump error 38 occurring during testing. Unit passed the active current measurement. Unit failed to pass the sleep current measurement due to high currents. Unit failed to pass self-test due to pump error 75 occurring during testing. No critical pump error (open book) noted during testing. P-cap was attached and locked into place properly pump error 53 ((B)(4)) & pump error 4 were found on (B)(6) 2022 15:10 in history file. Unit was successfully downloaded using thus for history files and traces. Pump error 75 occurred on (B)(6) 2023 09:28 in history file. Pump error 38 occurred on (B)(6) 2023 09:29 in history file. Unit was cut open to perform visual inspection and evidence of moisture damage on the found electronic stack, force sensor, vibration harness assembly, and keypad flex cable pins. The following were noted during visual inspection: battery tube threads cracked, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case (battery tube), stained serial label. Critical pump error is not confirmed. Exposed to moisture is confirmed at the electronic stack, force sensor, vibration harness assembly, and keypad flex cable pins. Pump error 75 and unexpected battery power loss is confirmed due to moisture damage on electronic stack. Pump error 38 is confirmed due to moisture damage on the motor assemblies. Pump error 53 is confirmed due to being found in history files and due to hardware anomaly. Pump error 4 is confirmed due to being found in history files and is a consequence of pump error 53. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.